Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic and pacer dependent patient presented via remote transmission. Review of transcripts revealed noise on the right ventricular lead. Programming changes were discussed. No further information was reported.